Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2017-00564. Reference MFR. Report#: 1627487-2017-02855. It was reported the patient had a fall on (B)(6) 2017. As a result, the patient experienced uncomfortable stimulation and later lost stimulation. Reprogramming was unable to resolve the issue. Diagnostic testing revealed low impedance readings on all lead contacts. Consequently, the patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2017-00564 . Reference MFR. Report#: 1627487-2017-02855. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted.